Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the maryland bipolar forceps instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury.